Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified right coronary artery (rca) in the proximal and distal segment with shepherd¿s crook configuration. After treating the proximal rca, during treatment of the second lesion, the oad crown fractured upstream of the oad nosecone. The fractured component was 7.5mm. The fractured component was able to be easily retrieved with no additional intervention required. Two stents were placed and the procedure was completed successfully without patient complication. The patient was in stable condition.

Manufacturer narrative:
A visual inspection and detailed analysis were performed on the returned driveshaft section. The reported material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported, material separation appears to be related to circumstances of the procedure. Detailed analysis of the driveshaft fracture revealed evidence of fatigue failure indicating that the fracture occurred while spinning in an elevated stress environment. The cause of the stress condition that led to the fracture is unknown. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified right coronary artery (rca) in the proximal and distal segment with shepherd¿s crook configuration. After treating the proximal rca, during treatment of the second lesion, the oad crown fractured upstream of the oad nosecone. The fractured component was able to be easily retrieved. Two stents were placed and the procedure was completed successfully without patient complication. It was indicated a non-abbott catheter was used with the oad, which possibly damaged the oad crown. Additional information was received indicating the length of the fractured portion was 7.5mm. There was no intervention required for the fractured component. The patient was in stable condition.